Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an anterior capsule rent was observed at lens implantation due to the trailing haptic being caught. Six weeks post-op, the patient presented with z-syndrome. According to the surgeon, anterior rent and excessive fibrosis was the likely cause of the lens shift. The lens remains implanted and waiting for yag post op.

Manufacturer narrative:
Additional information: device manufacture date. The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (7552100) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.